Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s current blood glucose level was 191 mg/dl and the blood glucose at the time of the incident was unknown. The customer did not "experiences" any symptoms related to the high blood glucose. "The had using" the insulin pump system within 48 hours of the reported high blood glucose. Based on the customer¿s report customer "allege" the insulin pump was under "delivery". The customer was treated with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly or under delivery anomaly noted during test.